Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A media inspection was performed to the photo provided by the customer. The image shows that the beam is not in the center, therefore, reported allegation have been confirmed. Based on the information provided, since alignment is part of the activities performed by the field service engineer during preventive maintenance, the most probable cause for this investigation is cause traced to maintenance.

Event description:
It was reported that, after repair, the aiming beam cannot be brought close to operative field. Additionally, the mirror has limited range, is falling out of the clasp holding it in place, and is crooked. No patient complications were reported.

Event description:
It was reported that, after repair, the aiming beam cannot be brought close to operative field. Additionally, the mirror has limited range, is falling out of the clasp holding it in place, and is crooked. No patient complications were reported.

Manufacturer narrative:
Data corrected: model number. Date of event is unknown; therefore, the aware date was used instead. The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A media inspection was performed to the photo provided by the customer. The image shows that the beam is not in the center, therefore, reported allegation have been confirmed. Based on the information provided, since alignment is part of the activities performed by the field service engineer during preventive maintenance, the most probable cause for this investigation is cause traced to maintenance.

Event description:
It was reported that, after repair, the aiming beam cannot be brought close to operative field. Additionally, the mirror has limited range, is falling out of the clasp holding it in place, and is crooked. There was no patient impact or cases related to this complaint. The biomed opened the shipping box and it was damaged.